Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The report suggests that during a platelet infusion, a leak occurred as a result of a separation at the drip chamber spigot. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a leak occurred as a result of a separation at the drip chamber spigot was confirmed. Visual inspection observed that the tubing below the drip chamber had separated away from the drip chamber spigot, however the tubing below the drip chamber was not returned. A closer inspection did not identify any flash on the spigot. The root cause of the separation was not identified.

Event description:
The report suggests that during a platelet infusion, a leak occurred as a result of a separation at the drip chamber spigot. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.